Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) with t-wave oversensing (twos) seen on the right ventricular (rv) lead on the presenting rhythm. A follow up with the patient¿s healthcare provider indicated that the patient was seen by the clinic; however, the twos was not present and could not be duplicated. No intervention was performed for the twos. The lead remains in use. No patient complications have been reported as a result of this event.